Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unknown vanguard tibial tray catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001825034-2021-02520. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of year: 1960. Date of event: 2013. Explant date: 2013. Concomitant medical products: date: 2013. Medical products: unk vanguard arcom tibial bearing, catalog # unknown, lot # unknown. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2021-02259.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to aseptic loosening. Attempt for further information has been made, but no further information has been provided.